Event description:
The consumer reported that the patient experienced a loss or change of therapy. The device wasn't working for the patient because they were having a return of symptoms. This was due to a sudden change in therapy or symptoms on (B)(6) 2016. The patient was implanted for bowel control. The patient was trying to get ahold of the manufacturer representative and called their health care provider's (hcp's) office already, but would call again to get ahold of the manufacturer representative. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.